Event description:
Knee was punctured [joint effusion]; enlarged knee [joint swelling]. Case description: a spontaneous report was received on 03/02/2010, from an hcp regarding a (B)(6) male pt with a history of gonarthritis, prostate malignant neoplasm, thrombophlebitis, abnormal protein c, and patellar tendon rupture and repair, initials (B)(6), who experienced pain and effusion in the knee after starting synvisc. On 02/22/2010, an initial report was received from the pt's hcp. The hcp reported that one of his male pts who had been treated with synvisc had experienced an enlarged knee and the knee had to be punctured. He also reported that the pt had been previously treated with synvisc in 2007. No further info was provided in this report. On 03/02/2010, additional info was received from the hcp. In this report the hcp provided the pt's initials as (B)(6). The pt's history was also provided. The pt has a medical history of prostate malignant neoplasm which was treated with radiotherapy in 2007; several episodes of thrombophlebitis; abnormal protein c for which the pt has been treated with an anti-coagulant since past 2 years; femoro-patellar gonarthritis; and patellar tendon rupture in 2007 which was treated with surgery in 2007. The concomitant medications the pt was on were flecaine, previscan, and simvastatin. The pt has previously been treated with synvisc in 2008. In the current series, the pt received a single injection of synvisc in the knee (specific knee not provided) on (B)(6) 2009. On (B)(6) 2009, the pt experienced knee pain and effusion. Knee puncture was performed and 20 ml of bloody synovial fluid was withdrawn. The results of the synovial fluid work-up is as follows: rbc count was 6500/mm3; wbc count was 4700/mm3 with 45% neutrophils and 50% lymphocytes. The withdrawn synovial fluid was sterile. The physician also stated that the treatment with synvisc has been permanently stopped in the pt. On (B)(6) 2009, the physician injected arthrum (another visco-supplement) together with altim (a corticosteroid). On (B)(6) 2010, the physician injected the pt's knee again with arthrum. The pt did not have any effusion or pain at this point. In the opinion of the physician, the outcome of the pt at the time of this report was recovered and the event offset date was (B)(6) 2010. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.